Manufacturer narrative:
Fowler, fasteners.

Event description:
It was reported by service report that the fowler was stuck and the right siderail would not latch. No pt involvement or adverse consequences were reported.